Event description:
The customer states that the cell-dyn 1800 analyzer had been idle for 30 minutes when a patient sample was tested and generated a wbc count of 40 k/ul. The sample retested at 4.4 and 4.5 k/ul. All other hematology parameters matched between runs. Controls had been within specifications earlier in the day. The sample was also tested at another lab and generated a wbc count of 4.4 k/ul. No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). At the time this issue occurred, the customer was instructed by the abbott customer technical advocate to perform troubleshooting on the cell-dyn 1800 instrument. The customer cleaned the aperture plates, replaced the diluent and lyse syringes, performed an autoclean procedure, and checked the normally closed valves. The issue was resolved. The customer was advised to monitor results and call the abbott customer service and support center if issue reoccurred. On (B)(6) 2009, a review of the instrument history showed that no further contact from the customer has been made. A non-statistical trend (nst) review was performed for the reported issue from (B)(6), 2008 through (B)(6), 2009. . No upward trend was identified. The cell-dyn 1800 system operator's manual, list number 07h80-01, revision e, contains adequate information to address the customer's issue. Based on the investigation, no product issue was identified for the cell-dyn 1800 in regards to erratic wbc results on patient samples. There was no systemic issue for the cell-dyn 1800 product line. This is a final report.